Event description:
The lay user/pt called lifescan (lfs) in 2008 and alleged that a one touch ultra meter was giving inaccurate high result. The medical affairs specialist is classifying the complaint based on the available info. The pt indicated that the reported issue started in the previous month in the morning. She mentioned about receiving blood sugar readings of 261 mg/dl, 277 mg/dl, 226 mg/dl, 301 mg/dl, and 216 mg/dl sometime during the issue. She reported of feeling sweatiness, stomach pain and cramps sometime after the issue. It would have been helpful to know what was her blood sugar reading when she was feeling the reported symptoms. She denied taking any action regarding her diabetes treatment or receiving medical intervention due to the reported issue. She was not tested on another device at the time of concern. The customer service agent (csa) verified that the pt was using correct technique to test and to clean the puncture area, she was reading the meter right side up, the sample was drawn from an approved source, and the unit of measurement was set correctly. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed of receiving inaccurate high results on a lfs meter and later, developed sweatiness, which could be associated with hyperglycemia in this case.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.